Event description:
It was reported that the latch/lock was unresponsive. There was no patient involvement.

Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
H2) device evaluation: d9 date returned to manufacturer: 12/17/2024. H3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection, functional testing, and event history log (ehl) review, the customer problem was not duplicated. The pump was found to have a "latch opened" alarm in the ehl. It was also found the downstream occlusion (dso) was peeled. The manufacturer representative replaced the dso seal and latch lock flex sensor, and the pump passed all functional tests and performed as intended.